Event description:
It was reported that during a percutaneous transluminal angioplasty procedure using the admiral xtreme pta balloon catheter, an injury occurred at the left arm involving the radial artery at the mid segment with juxta anastomosis stenosis. The lesion was described as having moderate tortuosity, moderate calcification, and 50% stenosis, with the presence of calcified, fibrous plaque. A non-medtronic inflation device was used. During the procedure, the balloon broke within the vessel, and a portion of the balloon peel was torn and came out with the guidewire after the procedure, while a detached portion of the balloon remained in the patient. Vessel damage, dissection, perforation, and haemorrhage at the access site were identified. Open surgery was required to repair the vessel and remove the remaining balloon fragment. The patient was reported to be alive with injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the customer returned five images. Image 1 shows the carton label. Image 2 the device hub/luer and the balloon. The distal portion of the balloon is missing. Images 3 4 shows a damaged guidewire and a portion of detached balloon. Image 5 shows what appears to be the guidewire being removed from the patient. There is a small mass of material on the guidewire which could be the detached portion of the balloon, but this cannot be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.